Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day leaked on 2 occasions. The following information was provided by the initial reporter: smartiste y-extension is connected to an IV catheter and IV drip set with chemotherapy drug was connected to smartsite after. Leakage occurred at the connection site (smartsite-IV set) when patient undergone chemotherapy infusion. End user changed another smartsite y-extension from the same batch and it was unable to secure tightly as well.

Manufacturer narrative:
H.6. Investigation: seven 20019e7d, samples from lot 20015118, were received for investigation; five in sealed packaging and two in opened packaging with residual fluid in the line. In order to assist the investigation the customer confirmed the connecting product at the time of the leakage was a bbraun catheter and provided a photograph of the male luer component of the 20019e7d. A visual inspection of the 20019e7d, samples received in opened packaging did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to pressure testing by connecting to female luers from bd stock and observing for leakage; no leakage or connection difficulties were identified throughout testing of any of the returned samples. A review of the production records for lot 20015118, did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day leaked on 2 occasions. The following information was provided by the initial reporter: smartiste y-extension is connected to an IV catheter and IV drip set with chemotherapy drug was connected to smartsite after. Leakage occurred at the connection site (smartsite-IV set) when patient undergone chemotherapy infusion. End user changed another smartsite y-extension from the same batch and it was unable to secure tightly as well.